Manufacturer narrative:
1627487-05242011-002-r, 1627487-12192011-003-r . This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient alleges pain at the ipg site regardless of therapy began several years ago. In turn, the patient will consult with a surgeon as the next course of action regarding the removal of the device.